Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that staff had multiple issues forgetting to open the roller clamp thus delaying unspecified medications. Although requested, no further details were provided by the customer for this event.